Event description:
A customer contacted baxter's (B)(4) and reported that the cassette is leaking during dwell 1. The technical service representative (tsr) assisted the caregiver (cg) to end therapy. The cg will restart with new supplies and notify the nurse. (B)(4) contacted the nurse on (B)(6) 2010. According to the nurse, the patient's cg did not notify him of this event, however, the patient has been seen since and has resumed therapy with no further issues. The patient did not get an infection due to the leaking cassette. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). Product surveillance contacted the patient's caregiver (cg) on (B)(6) 2011. The cg believes that the sample has been discarded. No additional information regarding the cassette is available. The patient has resumed therapy with no further issues. There was no patient injury or medical intervention associated with this event. The sample is not available for evaluation, therefore, baxter cannot determine root cause. Since the lot number is unknown a batch review will not be performed. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The lot number and sample availability are unknown at this time. Baxter is attempting to obtain additional information. A follow-up report will be submitted if any additional information is received.

Manufacturer narrative:
(B)(4). This report for a leak was not confirmed and no root cause was determined. A batch review was not performed since the lot number was not available. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.